Event description:
It was reported that following a fall on (B)(6) 2011 the pt had a seroma. The implantable neurostimulator (ins) was removed to the other side 2 weeks after the fall, but the ins was 'flipping out of place'. The physician added a mesh pouch to stabilize the ins. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).